Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 175 ml of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Reportedly the customer was reusing cartridges, reusing insulin, not deairing cartridge during the load and using humalog for 3 days. Tandem technical support informed the customer that reusing cartridges, reusing insulin, not deairing cartridge during the load and using humalog for 3 days is off label per the tandem user guide. There was no adverse impact to customer's blood glucose level.